Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited a battery voltage of 2.29 volts, even though no pacing or shocking therapy had been required or delivered. This device has been in service for approximately 8 months. The battery voltage at implant is not known at this time.